Manufacturer narrative:
Date sent to the FDA: 05/14/2021. A manufacturing record evaluation was performed for the finished device lot number: ppbcme /sxpp1b457, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: date of index surgery? On (B)(6) 2021. Lot number for each strata fix suture (sxpp1b457) used on vaginal cuff closure? Ppbcme. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. Location of abscess? Pelvis. Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Please specify. No. What is physician¿s opinion as to the etiology of or contributing factors to this event (abscess)? He hasn't been able to pinpoint whey abscess happened. What is the patient¿s current status? Home and doing well. The patient demographic info: age at the time of index procedure? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre, intra or post-operation? How was the abscess confirmed? Were cultures performed? Results? Was any medication prescribed to treat outcome? Please specify. Other relevant patient comorbidities/concomitant medications? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/14/2021. Corrected b5 narrative: it was reported that the patient underwent a robotic hysterectomy procedure on (B)(6) 2021 and the barbed suture was used in pelvis area at the vaginal cuff. Tissue condition was normal. The patient which had the barbed suture used on her last week was re-admitted to the hospital with a pelvic abscess. Tube was inserted to drain 10mm abscess. It was also reported that the cuff is intact. The surgeon opined that he hasn't been able to pinpoint why abscess happened. Currently, the patient is home and doing well. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age at the time of index procedure? Date of index surgery? Lot number for each stratafix suture (sxpp1b457) used on vaginal cuff closure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How was the abscess confirmed? Location of abscess? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Please specify. Were cultures performed? Results? Was any medication prescribed to treat outcome? Please specify. Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (abscess)? What is the patient¿s current status? Trade name - irgacare® active ingredient(s) ¿ triclosan,, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m. Events were submitted via 2210968-2021-03828.

Event description:
It was reported that the patient underwent a robotic hysterectomy procedure in (B)(6) 2021 and the barbed suture was used at the vaginal cuff. The patient which had the barbed suture used on her last week was re-admitted to the hospital with a pelvic abscess. Tube was inserted to drain 10mm abscess. It was also reported that the cuff is intact. As of right now, the patient is under monitoring. Additional information has been requested.